Manufacturer narrative:
Manufacturer review determined no device malfunction or defect. The device was not returned for evaluation. The customer reported use at maximum tension settings over an extended period. Supporting medical records and images were requested but not provided. Based on available information and medical review, the reported injury could not be verified and no causal relationship to the device could be established based on available information.

Event description:
Customer reported that use of the restorex device resulted in a tear in the corpus spongiosum, worsening erectile function, urinary incontinence, and ongoing pain and inflammation. The customer stated the device was used according to instructions, including use at maximum tension settings over an extended period. Pathright requested supporting medical records and images to evaluate the allegations; however, no documentation was provided. Based on available information and internal review, the reported injuries were not verified, and no causal relationship to the device could be established.